Event description:
It was reported that while using the bd bbl¿ sabouraud dextrose agar w chloramphenicol & gentamicin deep fill media, excessive growth occurred. There were no results reported to physicians and there was no patient impact. This event occurred 3 times. The following information was provided by the initial reporter: "dearly beloved, hereby to report the luxuriant growth of gram-positive and gram-negative bacteria on different soils of sabouraud."

Manufacturer narrative:
(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: this memo is to summarize findings on recent complaint 5598469 against sabouraud agar with gentamicin and chloramphenicol, catalog number 254096, lot number 2150314. Event description: it was reported that several plates would not be selective. Complaint history review: the complaint history has been reviewed and for this product, several complaints were reported for a performance issue. Therefore, a trend was identified, and further investigation was performed. Batch history record (bhr) review: the batch history has been reviewed. It was identified that the chloramphenicol containing in this product was probably affected and further finished products were identified. Sample analysis: a performance test has been conducted on the retain samples of the complained batch 2150314. The results showed not deviation; however while testing other batches containing chloramphenicol, the performance issue could be confirmed. Picture sample was provided showing plates with growth. Evaluation results and investigation conclusion: based upon our investigation, we have excluded any systematic failure in our manufacturing process. All the release testing was satisfactory and also the retest performed on the retain samples of the complained batch 2150314 did not reveal any deviation to the requirement. However while testing other batches containing chloramphenicol, the performance issue could be confirmed for excessive growth. Bd has identified an outside supplier issue with this plate¿s impregnated antibiotic, chloramphenicol, which results in a reduction in the antibacterial activity of the chloramphenicol over the shelf life of the agar. As a result a product recall has been initiated for the affected lots in the affected regions. Based on the above mentioned evaluation, this complaint was confirmed. Bd will continue monitoring incoming complaint with similar failure mode.

Event description:
It was reported that while using the bd bbl¿ sabouraud dextrose agar w chloramphenicol & gentamicin deep fill media, excessive growth occurred. There were no results reported to physicians and there was no patient impact. This event occurred 3 times. The following information was provided by the initial reporter: hereby to report the luxuriant growth of gram-positive and gram-negative bacteria on different soils of sabouraud."